Event description:
It is reported that the patient was revised due to a loose retaining screw.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.